Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure using a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a pericardial effusion after the ablation procedure was completed. Patient had been transferred out of the procedure room. Intracardiac echo (ice) imaging was used pre and post-ablation to check for effusion- none was noted while the patient was in the procedure room. The reporter does not know how the effusion was discovered. A pericardiocentesis was performed, amount of fluid removed is unknown. The patient also suffered a pulmonary embolism and was treated with anticoagulants. There was no evidence of a steam pop. Flow rates were set at standard settings per instructions for use (IFU). There were no error messages and force visualization settings were graph, dashboard, vector & visitag. Visitag: 3 mm, 3 s, 3 g, 25%, tag index in use. A transeptal puncture was performed with an baylis needle. Max wattage was 40 watts and no error codes were reported. The patient did have an extended hospital stay. The patient was reported as fully recovered. Since the event is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.